Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Subsequently, the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. The customer's blood glucose level was between 100-160 mg/dl.